Event description:
It was reported that the patients right atrial (ra) lead had dislodged and "fell into the ventricle." The lead dislodgement was confirmed via x-ray and the lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: rvdr01, implantable pulse generator (ipg); implant: 2011-(B)(6), model: 5086mri58, right ventricular (rv) implantable pacing lead; implant: 2011-(B)(6). (B)(4).